Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up, no capture and a slight increase in pacing lead impedance was observed on the left ventricular (lv) lead. A micro-dislodgement of the lv lead was suspected. The device was reprogrammed to resolve the event. The patient was stable.